Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and records can be performed. Complaints which are serious in nature are reviewed on a regular basis or for due cause to provide visibility and escalation. In addition, complaints are also monitored for trending on a monthly cadence. No further information is available at this time.

Event description:
This is a non-us event which occurred in (B)(6). Consumer stated that she had two tampons fall apart upon removal. Each tampon was from a different box. She was able to provide the lot number for one of the boxes. This report is for the unknown lot code. The report number for the known lot code is 3011109575-2018-00101. She manually removed pledget and is confident she removed all pieces. She has not sought medical assistance and does not plan to. Consumer was satisfied, no further follow ups are tasked.